Event description:
Additional information was reported that following the pulmonary edema, the patient progressed well and was successful with continuous positive airway pressure (CPAP) trials. Due to underlying cardiac and renal issues she remained intubated. Cardiogenic shock improved. Medication was titrated down until it was discontinued and cardiogenic shock resolved without sequelae five days following onset. Eight days following onset of acute hypoxic respiratory failure, the condition resolved without sequelae and the patient was successfully extubated without issue. Thirteen days following onset of chb, a permanent pacemaker was implanted and resolved the chb. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - annex b, annex c and annex d conclusion: review of the device history record (DHR) for this device with serial number (B)(6), found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve remained implanted, so no product analysis could be performed. Images were submitted to medtronic and reviewed by a subject matter expert (sme). The images included the post-operative transcatheter aortic valve replacement (tavr) transesophageal echocardiogram (tee). The tee showed severe prosthetic regurgitation, a mean aortic valve (av) gradient of 30 millimeters of mercury (mmhg) and a peak av velocity of 3.7 meters per second (m/s). Mobile echogenic structure was seen in left ventricle (lv). Mitral regurgitation (mr) appeared mild to moderate by color flow doppler. The transthoracic echocardiogram (tte) from one day following the valve implant showed a echogenic structure observed in the aortic annulus, near the posterior wall. No significant prosthetic regurgitation was noted. Mild tricuspid regurgitation (tr) and mild mr were noted. Mildly reduced ejection fraction was about 50%. Intra procedural angiogram images were provided for review of the event. This case referred to a transcatheter aortic valve (tav) in tav case; specifically a balloon expandable valve (bev) in a self expanding valve (sev). Bilateral coronary protection was performed prior to attempting to implant the non-medtronic valve. The non-medtronic valve dislodged ventricular during the implantation attempt. The dislodged valve was snare and retrieved to the descending/abdominal aorta. A new non-medtronic valve was implanted and there is evidence of coronary flow. The dislodged valve was left in place in the descending/abdominal aorta, and after attempts were made to ¿crush¿ the non-medtronic valve, a medtronic valve was deployed alongside the non-medtronic valve. Deploying an evolut valve in the descending/abdominal aorta is not indicated and the reason to deploy the evolut in this location remains unclear. The medical safety assessment was performed by a sme and assessed that upon review of the information provided, the primary event of coronary artery occlusion resulting in nstemi and unplanned intervention (ptca/stent), was assessed as likely related to the evolutr valve, as angiography showed 80% distal narrowing near the junction of the transcatheter aortic valve and the sinotubular junction (stj) in the left main. Upon review of the information provided, the event of severe aortic regurgitation (ar) resulted in cardiogenic shock, mulit-organ failure and required an unplanned intervention (valve-in-valve of a non-medtronic valve), was assessed as likely related to the evolutr valve. Upon review of the information provided, the event of valve dislodgement that required multiple snare attempts, resulted in placement of the valve and 2 snares (1 mdt, 1 non-medtronic) in the visceral aorta with patent visceral arteries and placement of a second non-medtronic valve (valve-in-valve), was assessed as unlikely related to the evolut r valve as this was a non-mdt valve that dislodged. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolut r valve. Myocardial infarction and hypotension are known potential adverse effect per the device instructions for use (IFU). They are effects that are highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Per the IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique) and/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia). Heart failure (including cardiogenic shock and congestive heart failure) is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities). The myocardial infarction, aortic regurgitation, coronary occlusion, heart failure and cardiogenic shock were reported prior to the valve-in-valve implant attempt. With the information available, a conclusive root cause could not be determined for these events. Hypotension and hemodynamic instability were noted after the attempted implant of the non-mdt valve. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. In this event, the hypotension and hemodynamic instability were likely related to the dislodgement of the non-mdt val ve. Complete heart block (chb) is a type of conduction disturbance. Conduction disturbances are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations. The chb was most likely related to the implant of the second non-mdt valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5, h6 - patient codes continuation of d10: merit medical: one snare ¿ 6fr, 25mm, one2500, lot# k1647510 merit medical: en snare ¿ 7fr, 18mm 120cm, en2007030, lot# k2588653 medtronic snare goose neck ¿ 120 x 30 x 102, gn3000, lot# b412531 product ID: edwards sapien 3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the contributing factors of the transvalvular aortic regurgitation were unknown due to inability to obtain clear images. One of the non-medtronic snares was unable to be advanced. The previously reported hemodynamic embarrassment was described as hypotension. Two non-medtronic snares and one medtronic goose neck snare were used during the transcatheter aortic valve replacement (tavr). The dislodged non-medtronic valve with 2 entangled snares remained in the patient. One non-medtronic snare and one medtronic snare were left in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the valve remained implanted. Therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 6 years and 5 months following the implant of this transcatheter bioprosthetic valve the patient presented to the emergency department (ed) with substernal chest pain, shortness of breath, and diaphoresis. An electrocardiogram (ECG) showed an ischemic pattern. The patient was admitted for a non-st elevation myocardial infarction (nstemi). Respiratory distress was reported. A non-rebreather mask was required due to oxygen desaturations and the inability to lie flat for an emergent left heart catheterization (lhc). Intubation was required. Angiography showed 80% distal narrowing near the junction of the transcatheter aortic valve and the sinotubular junction (stj) in the left main. A percutaneous transluminal coronary angioplasty (ptca) was performed and a drug eluting stent (des) implant to this lesion. A 40cc intra-aortic balloon pump (iabp) was placed and the patient was transferred to the cardiac care unit (ccu) for monitoring. Following the percutaneous coronary intervention (pci) the st depression resolved. One day later, the nstemi was considered resolved. This same day, acute hypoxic respiratory failure was observed. A chest x-ray indicated pulmonary edema. Intravenous (IV) diuretics administered. The patient remained on the ventilator. Two days following the ed presentation, a transthoracic echocardiogram (tte) and a transesophageal echocardiogram (tee) indicated severe transvalvular aortic regurgitation. Cardiogenic shock was observed. Organ dysfunction indicated by acute kidney injury, elevated liver enzymes, acute hypoxic respiratory failure, and acute heart failure. Decreased perfusion noted and ¿fluid challenge¿ was not given due to aortic insufficiency and pulmonary edema. The iabp that was inserted during the lhc was removed on this same day. Blood pressure support medication was administered. As result of the severe aortic insufficiency, 5 days following the presentation to the ed, the physician proceeded with the valve revision with a transcatheter valve-in-valve. With attempts to position the non-medtronic transcatheter valve slightly more distal prior to maximum inflation the non-medtronic valve moved forward. This resulted in the dislodgement of the non-medtronic valve into the left ventricle (lv). This non-medtronic transcatheter valve was captured with a 20mm goos e-neck snare and a second 30mm goose-neck snare. Attempts to crush the non-medtronic valve were unsuccessful. Attempts to pull this non-medtronic valve through the pre-existing medtronic transcatheter aortic valve were also unsuccessful. With continued hemodynamic embarrassment, the decision was made to pull the non-medtronic transcatheter valve through the pre-existing medtronic transcatheter valve in the configuration it was currently in, in the lv. This was successful which resulted in the non-medtronic valve dislodging to the visceral aorta. Angiography confirmed distal flow and the visceral arteries were not obstructed. A second non-medtronic transcatheter valve was successfully deployed and implanted. Complete heart block (chb) was noted after this deployment and temporary pacing was continued. The snares were entangled in the dislodged initial non-medtronic transcatheter valve and were unable to be untangled after multiple attempts. The aortic insufficiency was reported as resolved with permanent sequelae. Four days following the transcatheter revision, now the active non-medtronic transcatheter aortic valve present, intermittent chb with occasional temporary pacing use was identified. The electrophysiologist determined a permanent pacemaker would be required. However, at this time, a date of the permanent pacemaker has not been determined. No additional adverse patient effects were reported.